Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5fu(chemo) leakage was found while using bd phaseal¿ connector c60. There was no report of injury or medical intervention.

Manufacturer narrative:
This complaint is not reportable based on the investigation performed by atom medical who assembled infusion set using with bd c60. It was found that the failure was due to atom medical manufacturing issue and free from bd item quality.